Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
Only the pump was returned for analysis. As received, telemetry could not be established and the pump memory/log data also could not be retrieved. The hybrid underwent further detailed analysis. This testing confirmed the failure and determined that the no telemetry condition was caused by a non-functional crystal 9y1). X-ray inspection identified a fractured tuning fork in the crystal oscillator assembly. In conclusion the pump hybrid had a telemetry anomaly due to crystal oscillator assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that communication could not be established with the pump. The light of the antenna of the physician programmer was orange and not green during the test telemetry. Another programmer was also used. The programmer was reported as ¿ok¿ and there was no magnetic field. The patient did not fall or experience any trauma, and did not have magnetic resonance imaging (MRI) scan. There was a large increase in spasticity and increased spasms for a few days but no major withdrawal symptoms for this patient. The last correct and complete interrogation was (B)(6) 20114 and the elective replacement indicator (eri) was 29 months. No alarm was noted and the pump was not flipped per the neurosurgeon. Premature battery depletion was reported. No diagnostic testing or troubleshooting was performed. The issue was reported as unresolved and cause was not determined. However, the pump was explanted and replaced. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. The patient¿s current status was reported as ¿normally.¿ no further information was provided. Additional attempt was made to clarify the patient¿s current status. Should additional information be received a supplemental report will be filed.